Manufacturer narrative:
(B)(4)the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient had a malignant seven centimeter intrinsic tumor located in the descending colon. The patient's anatomy was not tortuous. During the procedure, the guide wire and single lumen catheter was advanced through the colonoscope and across the stricture into the transverse colon. After the stricture length was determined, the physician chose the nine centimeter stent. The catheter was removed, and the stent was advanced over the guidewire after saline flushing. The stent was positioned correctly across the stricture and deployment was attempted. After the stent was thirty percent deployed, the user was unable to fully withdraw the handle. It was reported that it was very tight. At this point, the handle was stuck, and the stent was unable to be fully deployed or reconstrained. The guide wire and partially deployed stent were removed from the patient without issue. The case was aborted at this time. There were no serious injuries reported as a result of the event. The patient was discharged after two days and was reported to be in stable condition.